Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID 3889-28, lot# va0ajqh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient could not make an adjustment with or without the antenna attached. The patient was not able to connect to the implantable neurostimulator (ins) with the programmer. The patient was trying to make sure he was still on program 3, but could not connect. The patient stated that he tried connecting the day prior to the report, but got the adjust antenna screen and thought he was doing something wrong. The patient tried again on the day of the report and still got the same error. The patient noted that he was on program 3, feeling stimulation, and his symptoms were being controlled. The patient had no falls or trauma and had not dropped the programmer or gotten it wet. Later that day it was reported that the patient was going to try new batteries as he had no telemetry with his ins. The anomaly appeared to have occurred through product use. Further in the day it was reported that the patient ¿got it to go again.¿ the patient noted that he changed the battery, but found he could not make adjustments while standing. The patient stated that it worked when he sat down and also moved his underwear out of the way. The patient stated that his doctor told him to ¿boost it up to number 3¿ the day after surgery, which he did. On the day of the report the patient synched his device and it was at 2.4, so he¿boosted it back up to 3.¿ the patient wanted to know why that could happen. The patient noted that he was on program 4 at 3.0 volts and asked if he checked it tomorrow if it would be at ¿2 something.¿ additional information was requested, but was not available as of the date of this report.